Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient reported that on (B)(6) 2024, they experienced a cgm accuracy issue which occurred on an unspecified day after sensor insertion into the arm. On (B)(6) 2024, the patient was lying in bed, and he was feeling hyperglycemic. He had diarrhea, could not walk, and was dehydrated. The patient's mother called emergency medical services (ems). Ems arrived and transported the patient to the emergency room (ER). At the ER, the patient's cgm was reading low mgdl and the patient's bg level was "over 2000 mgdl". The patient was also wearing a tandem insulin pump. The patient was admitted to the hospital and was treated with an intravenous (IV) insulin drip, IV fluids, and unspecified antibiotics. The patient was discharged home after six days. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The single reported glucose value and range provided for the second value of the set falls within the d zone of the parkes error grid. No additional patient or event information is available.